Manufacturer narrative:
MFR location/site: previously submitted as baxter healthcare (B)(4). Catalogue # previously submitted as 2c8519. Lot # previously submitted as r19c27055. Corrected to unknown. UDI # previously submitted as (B)(4). Corrected to ni. PMA/510k# (previously submitted as k961225). The device was received for evaluation. The device received was a different product then the product code initially reported and therefore, corrected information has been added. A visual inspection via the naked eye was done which observed a shallow insertion on the tubing to the two piece luer lock joint of the sub-assembly. A functional under water pressure test was performed which revealed leakage from the tubing joint. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set separated at ¿one of the junctures between the luer lock and the tubing¿ (not further specified). The patient was connected at the time of the event. The device was being used to deliver an intraosseous (io) infusion of levophed to the patient. To remedy the issue, the set up was changed and a new bag was hung. There was no patient injury or medical intervention associated with this event. No additional information is available.